Manufacturer narrative:
Section h6: type of investigation - code 11 and 4102 removed.

Event description:
User reported false negative result. Positive pcr and a rapid antigen test.

Event description:
User reported false negative result. Positive pcr and a rapid antigen test.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.